Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room (ER). Customer did not receive any treatment from ER staff; "was only tested for [their] bg and for other issues that can relate to [their] low bg", and was discharged the following day. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.